Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stone and surgery (5 procedure to have them wither broken up or removed from both kidneys). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cervicectomy ("cervix removed"), was found to have weight increased ("weight gain"), uterine leiomyoma ("fibroid / 5.7cm") and weight decreased ("weight loss") and experienced tooth fracture ("teeth were crumbling away"), flank pain ("pain in side since I got essure"), menorrhagia ("1st long period 12 days./change super tampon and thickest pad every hour and half/I had big clot"), abdominal distension ("stomach bloating"), alopecia ("hair loss"), fatigue ("fatigue"), arthritis ("song of ankles and feet now I feel like arthritis in my knees"), nephrolithiasis ("kidney stones"), tooth loss ("tooth falling out of my mouth"), loss of libido ("libido was off") and hiccups ("hick up"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, weight increased, tooth fracture, flank pain, menorrhagia, uterine leiomyoma, cervicectomy, abdominal distension, alopecia, fatigue, arthritis, weight decreased, nephrolithiasis, tooth loss, loss of libido and hiccups outcome was unknown. The reporter considered abdominal distension, alopecia, arthritis, cervicectomy, fatigue, flank pain, hiccups, loss of libido, medical device removal, menorrhagia, nephrolithiasis, tooth fracture, tooth loss, uterine leiomyoma, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: flank pain, fibroids, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: all source documents and references from deletion case (B)(4), and (B)(4), were transferred to this case. Following new reporter information was added. New event added stomach bloating, hair loss, fatigue, arthritis knees, weight loss, kidney stones, teeth falling out, loss of libido, hiccup, cervix removed. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stone and surgery (5 procedure to have them wither broken up or removed from both kidneys). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture ("teeth were crumbling away"), flank pain ("pain in side since I got essure"), menorrhagia ("1st long period 12 days./change super tampon and thickest pad every hour and half/I had big clot"), abdominal distension ("stomach bloating"), alopecia ("hair loss"), fatigue ("fatigue"), arthritis ("song of ankles and feet now I feel like arthritis in my knees"), nephrolithiasis ("kidney stones"), tooth loss ("tooth falling out of my mouth"), loss of libido ("libido was off") and hiccups ("hick up"), was found to have weight increased ("weight gain"), uterine leiomyoma ("fibroid / 5.7cm") and weight decreased ("weight loss") and underwent cervicectomy ("cervix removed"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, weight increased, tooth fracture, flank pain, menorrhagia, uterine leiomyoma, cervicectomy, abdominal distension, alopecia, fatigue, arthritis, weight decreased, nephrolithiasis, tooth loss, loss of libido and hiccups outcome was unknown. The reporter considered abdominal distension, alopecia, arthritis, cervicectomy, fatigue, flank pain, hiccups, loss of libido, menorrhagia, nephrolithiasis, pelvic pain, tooth fracture, tooth loss, uterine leiomyoma, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion- (B)(6) 2009. Concerning the injuries reported in this case, the following ones were reported via social media: flank pain, fibroids, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. On 7-jul-2020: pif received- reporter information was added. Medical device removal event replaced by pelvic pain female. Follow up 7 and 8 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stone and surgery (5 procedure to have them wither broken up or removed from both kidneys). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroid / 5.7 cm") and experienced tooth fracture ("teeth were crumbling away"), flank pain ("pain in side since I got essure") and menorrhagia ("1st long period 12 days./change super tampon and thickest pad every hour and half/I had big clot"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, weight increased, tooth fracture, flank pain, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered flank pain, medical device removal, menorrhagia, tooth fracture, uterine leiomyoma and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: flank pain, fibroids, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: new event medical device removal was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.